Manufacturer narrative:
The vessel sealer logs for this procedure were reviewed. Two different vessel sealer extend (vse) instruments were found to be used in different procedures on the reported event date of 06-oct-2025. The vse instrument used during the first procedure was installed 3 times and passed homing all 3 times. There were no errors in the logs related to the reported event. The vse instrument used during the second procedure was installed once and passed homing. The system logs show one instance of an error indicating a high energy impedance event. There are no errors in the logs related to the reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the vessel sealer extend (vse) instrument did not release off tissue. The vse instrument clamped onto tissue, cauterized it, and then would not release the tissue in two separate instances. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.